Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A duplicate event was found. Additional supplemental reports related to manufacturer report #3004209178-2017-02536 will be sent under this report.

Event description:
Additional information was received regarding a patient implanted with a neurostimulator (ins) for essential tremor. It was reported that the patient had a return of tremor. It was also reported that the device had not been in overdischarge, but had been shut off. It was unknown how the device shut off. It was reported that the patient turned stimulator back on with patient programmer. Programming settings are listed below. Left vim c, 0+, 1, 2-, 3 amp: 5.6 v (lower: 5.2 v, upper: 6.0 v) pw: 90 microseconds right vim 1 c, 8, 9-, 10+, 11+ amp: 5.2 v (lower: 4.8 v, upper: 5.6 v) pw: 90 microseconds right vim 2 c+, 8, 9-, 10, 11 amp: 3.4 v (lower: 3.4 v, upper: 3.4 v) pw: 60 microseconds a healthcare provider (hcp) via the manufacturer representative (rep) reported that the patient came to the clinic with the implantable pulse generator (ipg) turned off, claiming they did not turn it off with the patient programmer (pp) and have remained charged. It was stated that the patient has had their rechargeable device for several years and are comfortable charging. The clinician turned the ipg back on using the clinician programmer, resolving the issue. No surgical intervention was planned or occurred. Clinician programmer outputs showed that the ipg was recharged on (B)(6) to 100%, with no prior charging issues reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported via the company representative reported an alleged overdischarge. The clinic staff reportedly could not ¿get anything¿ on the clinician programmer. One of the rechargeable devices was not charging but the other was noted to be fine, but they did not know which side had the issue. The last successful recharge or the reason charging wasn¿t maintained was unknown. At the time of the call the company representative was on their way to the clinic to assist in troubleshooting. The patient's indication for implant is unknown.